Manufacturer narrative:
Updated fields: b4,b5,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Investigation finalized on 07/08/2024. It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a issue of noise is present in the external input. There was no patient involvement. Not in clinical use. Software revision: d.00. Equipment is currently in hospital.no further information available about the service repair.. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not done.

Event description:
It was reported that, before use the cardiosave intra-aortic balloon pump (iabp) noise is present in the external input. The unit was not in clinical use. There was no patient involvement.

Manufacturer narrative:
Updated field: it was reported that before use the cardiosave intra-aortic balloon pump (iabp) had an issue of noise is present in the external input. There was no patient involvement. Not in clinical use. Software revision: d.00. Equipment is currently in hospital. Getinge field service engineer (fse) stated repairs will not be made at the customer's discretion.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: e1 (site name and address) updated data: b4, g3, g6, h2, h10, h11

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) noise is present in the external input. The unit was not in clinical use.